Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer's blood glucose level at the time of incident was 130mg/dl. The customer states the size of the air bubbles is approximately "¿ inch". Troubleshoot was conducted. The customer is returning set for analysis and receiving replacement.